Manufacturer narrative:
(B)(6).

Event description:
The pt was in a car accident. As a result, the catheter was fractured in 3 places. As of (B)(6) 2011, the pt was scheduled for a revision surgery to occur in the next two weeks. Add'l info has been requested, but was available as of the date of this report.